Event description:
It was reported that the device was explanted after implant duration of zero days. On (B)(6) 2010 (through follow-up with the health-care provider), it was learned that the device was explanted due to mitral insufficiency. No other details were provided.

Event description:
Upon further review of the operative report, it was learned that this was a sizing issue: "32mm physio ring which was anchored into place...hydrostatic test was less than satisfactory...leaflet was then repaired...hydrostatic test was satisfactory although the coaption surface appeared less than adequate...the echo showed mild to moderate mitral regurgitation due to poor coaption left atrium was reopened and the physio ring removed. This was downsized to 28mm physio ring. This time the coaption surface was large. The echo this time was satisfactory with trivial mitral incompetence.

Manufacturer narrative:
Device not returned. This event was learned through implant patient registry. Through follow-up with the health-care provider (via email), additional information was received. The operative report was also requested, however, it was not provided. The device history record (DHR) review has been completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
Note: this report is one of two complaints that pertain to the same event (MFR report # 3005099803-2010-04555 and MFR. Report # 3005099803-2010-04556). It was reported to boston scientific corporation that two autotome rx sphincterotomes were used during a endoscopic retrograde cholangiopancreatography (ercp) procedure to remove stones. According to the complainant, the papilla of the common bile duct was located within a diverticulum, which made cannulation of the papilla difficult. Once the tip of the first device (the subject of MFR report # 3005099803-2010-04555) was positioned within the duodenum, the device was rotated in order to orient the device to the papilla within the diverticulum. When the doctor instructed the nurse to bow the tome, the tome bowed in an unintended direction. The first device was then removed. The papilla of the common bile duct was then cannulated with a second autotome rx sphincterotome (the subject of MFR report # 3005099803-2010-04556). There was a fold that obstructed the physician's view, therefore, a blind-cut was performed. The stone(s) were successfully removed from the common bile duct. The physician injected dye/contrast and found the common bile duct was perforated during use of the second tome. A plastic stent was placed within the common bile duct and the patient was admitted to the hospital for overnight observation. An additional procedure will be performed to remove the plastic stent. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4) - sizing issue. Additional manufacturer narrative: surgeons often attempt to repair valves in lieu of replacing them due to improved long-term clinical outcomes. There are times when a valve repair is attempted using an annuloplasty ring and subsequent post-repair evaluation demonstrates an inadequate result. This is almost universally due to suboptimal anatomy, surgical technique or inappropriate sizing, and not a malfunction of the annuloplasty ring. This is typically identified prior to going off bypass and therefore potential for injury is remote. In the case where the patient is taken off bypass, this may require extended operative and total bypass time, which increases the risk of the procedure. In this case, the initial testing revealed a somewhat inadequate result, but the surgeon opted to go off bypass. Subsequent reinstitution of cpb and placement of a smaller device yielded a satisfactory result and the patient was transferred to ICU in stable condition.

Manufacturer narrative:
Via fax, a copy of the operative report was received from the health-care provider.